Manufacturer narrative:
Following information gathered, the event occurred during raising of the patient using maxi sky 1000 ceiling lift and sling. When the resident was raised less than an inch, the strap and spreader bar dropped a couple of inches. No injury was claimed. The device evaluation did not confirm any device malfunction. The unexpected device behavior: unwinding of the ceiling lift strap was not recreated. The manufacturer analysis allowed to conclude the most probable cause of the event. The strap could be accumulated in the ceiling lift housing. This could lead to a sudden drop as the accumulated strap was released under tension. This is the most probable scenario however it could not be confirmed as no issue was observed during device testing. Additionally, it was mentioned by the facility staff that the resident transferred during the event weighed 526 kg, which is beyond the maximum acceptable weight. The instructions for use (001.14160.33.en) informs: " the maxi sky 1000 has been designed with a lifting capacity of 454 kg." This is the maximum load that the lifter is rated for safe operation. Following the information gathered, it cannot be confirmed whether the patient's weight, beyond acceptable weight, affected the strap unwinding. To sum up, the complaint is a singular occurrence. Arjo device was used for the resident transfer when the incident occurred and from that perspective, it played a role in the event. At the time of the event, the device failed to meet its specification since the strap of the lift unwound. The complaint decided to be reportable due to maxi sky 1000 strap unexpected lowering during use with the patient.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided to the follow-up report.

Event description:
Following information gathered, the event occurred during raising of the patient using maxi sky 1000 ceiling lift and sling. When the resident was raised less than an inch, the strap and spreader bar dropped a couple inches. No injury was claimed. The device evaluation did not confirm any device malfunction.